Manufacturer narrative:
The sureform 60 stapler instrument was requested for return, but it has not been received for failure analysis investigations. A review of the stapler logs was performed for this procedure. The sureform 60 stapler instrument was installed on the system two times and fired two blue reloads. On each install, the first clamp was successful, and the firings were both completed with no pauses for compression. The instrument was then removed and not used again in the procedure. No stapling issues or errors were observed in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler fired a blue reload which resulted in an incomplete staple line. The staples were noted to not lay flat on the tissue resulting in a large hole in the patient's stomach. Loose staples fell inside the patient during this event but were retrieved. This event resulted in a greater than 30-minute delay. The procedure was completed as planned.

Manufacturer narrative:
Updated fields: h11, h6, h2. Additional information: a video review of this procedure was performed and observed the sureform 60 stapler fired a blue sureform 60 reload which resulted in a tissue push event and an incomplete staple line. The customer stated the staples were noted to not lay flat on the tissue resulting in a large hole in the patient's stomach. Malformed staples were observed on the target tissue. The surgeon clamped the bleeding site with a vessel sealer extend (vse) instrument. The sureform 60 stapler was exchanged for a fenestrated bipolar forceps (fbf) instrument to grasp the bleeding site and apply energy to stop the bleeding. Gauze and a handheld suction device were used to clear the blood from the site. The surgeon repaired the defect from the tissue push event with sutures successfully and continued with the procedure.

Event description:
Refer to h11 for follow-up information.